Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous left anterior descending artery. A 2.50x28mm promus element plus stent was selected to treat the target lesion; however the device was unable to cross the lesion despite several attempts. While removing the device, the stent fell off in the guide catheter. According to the physician, the stent "may have been lifted" while crossing the lesion. They attempted to remove the device with the guide catheter as a single unit, but they could not remove the device from the introducer sheath. The physician used a snare to retrieve the stent from guide catheter. The device was removed from the patient. The procedure was not completed due to unavailability of same device and pci has been rescheduled. No further patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination of the returned device found the device was returned to the complaint investigation site with the stent detached from the stent delivery system (sds). It was found that the stent was severely stretched and damaged so that the stent measured 34 mm in length. One end of the stent appeared to have been unexpanded at time of the event. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped. The hypotube was kinked along its entire length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous left anterior descending artery. A 2.50x28mm promus element¿ plus stent was selected to treat the target lesion; however, the device was unable to cross the lesion despite several attempts. While removing the device, the stent fell off in the guide catheter. According to the physician, the stent "may have been lifted" while crossing the lesion. They attempted to remove the device with the guide catheter as a single unit, but they could not remove the device from the introducer sheath. The physician used a snare to retrieve the stent from guide catheter. The device was removed from the patient. The procedure was not completed due to unavailability of same device and pci has been rescheduled. No further patient complications were reported and the patient's condition was good.